Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, h6, d4. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 08-nov-2022 to 07- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that two patient's profiles were not shown. Customer stated that they resolved issue from their end by adding correct unit/area to the device. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system did not show the patient profiles. The customer stated that there was a delay in retrieving the medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that two patients profiles were not shown. Customer stated that they resolved issue from their end by adding correct unit/area to the device. The system was functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system did not show the patient profiles. The customer stated that there was a delay in retrieving the medications. There was no report of impact to the patient or user.